Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v475917, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient implanted for retention had a sudden loss of therapeutic effect and the symptoms ¿just came on.¿ she did not think it was working correctly as she felt like she had to go to the bathroom all of the time. When she went to the bathroom she ¿had to turn water on and wait and was not voiding as much but had the urgency to go but nothing when she voided.¿ the patient mentioned that ¿there was a lot of stuff going on in her life right now and had just been letting it go,¿ but would say the issues started about a month prior to the report. There was no known accident or incident related to the event. She was assisted with the patient programmer and saw what looked like a ¿little clock and on the bottom with a question mark and picture of interstim.¿ she was unable to adjust stimulation. It was recommended that she reposition the programmer or antenna over the implant, but she got the poor communication screen again. The patient noted that she had never had the device checked. She tried to contact her therapy doctor, but they were no longer at that office. She was going to contact her local urologist for help. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.